Event description:
(B)(4) mogamulizumab was prepared by np8 pharmacy and delivered to outpatient infusion clinic to be administered. Medication was started by rn and shortly afterward medication solution was seen dripping from the infusion line from the site of the medication filter onto the floor of the patient treatment pod. Infusion stopped immediately. Infusion pump indicated approximately 7.9ml of medication . Product name: baxter 0.2 micron downstream filter 2h8671, lot:(10) r25l03161.